Event description:
During the application of the panta nail, the support device and threaded axis components of the device came loose from the plastic targeting jig. A metal peg holding the device together came loose. This was noticed prior to compression or drilling. There was no injury to the pt. There was a 7 minute delay in surgery.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.